Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: the returned staple inserter exhibits fracture damage to the truss screw. The fractured portion of the screw remains captured within the handle of the device. The spring for the device was not returned with the complaint for review. The device exhibits a lot of dents and marks indicating that it was well used. The product has a potential field age of approximately 7.5 years at the time of failure with an unknown number of uses. It is not known how the device was used over that time. The handle and plate tip surfaces also exhibit impaction damage (scuffs) indicating the stresses were transferred to the weakest section of the truss screw and fractured due to repeated loading. Heavy usage over the potential field age might have also had some effect of fatigue on the constituent parts eventually leading to fracture of the screw. Evaluation: review of the device history records did not find any deviations or anomalies. The part meets print specifications where measured. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the instrument broke during surgery.